Event description:
Boston scientific received information that over the past year, right ventricular impedance levels on the lead associated with this pacemaker have gradually increased. Sensing and threshold levels remained stable at this time. Recently, however, it was noted that impedance levels had risen to greater than 2000 ohms. The physician stated that the lead would likely be replaced in the near future, however no action has been planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that over the past year, right ventricular impedance levels on the lead associated with this pacemaker have gradually increased. Sensing and threshold levels remained stable at this time. Recently, however, it was noted that impedance levels had risen to greater than 2000 ohms. The physician stated that the lead would likely be replaced in the near future, however no action has been planned at this time. No adverse patient effects were reported. Subsequently, this device was explanted and returned.